Manufacturer narrative:
Follow up will be filed if additional information is received.

Manufacturer narrative:
The device was evaluated by the returns department which found that the controls are defective, the sieve bed is saturated, and the 4-way valve is not shifting fully.

Event description:
It was reported by dealer that the irc5po2 concentrator has no alarm.

Event description:
It was reported by dealer that the (B)(4) concentrator has no alarm.